Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-39032. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged. The physician explanted and replaced the lv and ra leads on (B)(6) 2022. The patient condition is unknown.